Event description:
The user facility reported that the tip of wire broke off inside the patient. The tip was snared, and the patient was not injured. The patient was stable, and the procedure was successful. Additional information was received on 16sept2021. Fluoro was used to confirm that there were no remaining particles left in the patient. The procedure performed was an aortoiliac procedure. The patient has eccentric plaque & heavily calcified occlusion.